Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced display anomaly. The customer's blood glucose value was 124 mg/dl. The customer stated that he took the battery out and the pump beeped and the screen flashing stopped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.